Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) attached to model#0125 sn#220720 lead failed to deliver bradycardia and tachycardia therapoy resulting in cardiogenic failure, and subsequent patient death. Guidant received additional information that this device could not be interrogated.